Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a delaminated downstream occlusion (dso) seal. It also found that the device intermittently alarmed system fault 46440.the dso and upstream occlusion (uso) seals were replaced to fix the issue.

Event description:
It was reported that the device had a frozen software update screen. The results of the investigation found a delaminated downstream occlusion (dso) seal. There was no patient involvement.